Event description:
A 75 year old male resident was attempting to use the toilet with a shower chair above the toilet. The resident lowered his pants and turned around to sit on that shower chair. Prior to sitting he leaned on the right arm rest and the shower chair tipped over. This may have contributed to the resident's immediate fall causing a fractured dleft hip. The resident was transported to the local hospital. The device (shower chair) was observed and demonstrated as being safe and within specification with the manufacturer unknown no labels were presentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.